Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2007, and alleged that the meter was prompting a "check not ok" message. The check strip range is 89-112 and the check strip result was 145. The patient alleged that since the meter has been failing the check strips tests (for approximately 7 days). He further claimed he has had 5 hypoglycemic events during this 7 day period. During each event he felt shaky, sweaty, weak, dizzy, and confused. When he has these symptoms, he drinks soda to bring his blood glucose levels back up. The techniques for cleaning the puncture site and for testing their blood glucose were correct. The patient denied receiving medical attention. This complaint is reported, as the issue was not resolved and the patient alleged that he has suffered five hypoglycemic episodes while the check strip result was out of range.